Manufacturer narrative:
Report source was not checked in last regulatory report so correction was made in this report as healthcare professional was checked as report source.

Event description:
Additional information received as doctor reported the patient's weight at the time of report was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as doctor reported the patient's weight at the time of report was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted for bladder incontinence but states they are not going to the bathroom enough during the day since 2 weeks ago. The patient stated that their bladder is controlled at night when they have the stimulation at 7 but they decrease to 5 during the day. It was suggested that the patient try to decrease the stimulation more during the day and if their symptoms persist, contact their healthcare professional (hcp) to discuss. At about three weeks later, patient further reported that they had been very satisfied so far. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the went to the doctor 2 weeks ago because the first program wasn¿t doing any good and noted that their urinary symptoms had not improved since implant. The patient stated that they went back on the day of report for setting changes again because their urinary symptoms had gotten worse since the last programming session. No further complications were reported or were expected.